Manufacturer narrative:
Corrected data: patient demographics were adjusted to the proper values.

Manufacturer narrative:
Three samples were returned in used physical condition. One of the samples had a pump tube arched. This sample did not pass accuracy testing and the issue was confirmed. Production personnel did not detect out of specification arch tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medial ambulatory infusion pumps/cadd cassette reservoirs - flow stop had under delivery of medical fluid was observed in the product. The customer noticed there was a discrepancy between the indicated value and the actually remaining amount. No patient injury reported.